Event description:
It was reported that the patient had ¿the worst infection¿ within the first few days after it was installed. It was noted that the device was installed 2009 (B)(6). The patient stated that they had a ¿red streak¿ going up the spine ¿right up the back from the infection.¿ the patient also noted that they ¿thought¿ the manufacturer representative was at the explant surgery and according to the patient ¿told him how awful the infection was.¿ the patient also stated that the ¿manufacturer representative was at the surgery and handled it all.¿ the date of the explant surgery was not known. Based upon device registration, the device was implanted on 2009 (B)(6) and had a use before date of 2009 (B)(6). The patient had to go through two weeks of the therapy to ¿clean¿ the infection. It was noted that the patient had to have a ¿device¿ in their arm to ¿went into their heart.¿ it was noted that the patient had ¿a lot of antibiotics in the fridge.¿ it was noted a ¿couple times a day¿ the patient had ¿that pumped into their system.¿ the patient stated that they were scared to put any other devices and was ¿lucky to be around.¿ it was noted that the patient verbalized understanding that the implants come out of the manufacturer sterile. The patient noted that they did not remember the name of the surgeon and ¿did not want to remember their name for the rest of their life.¿ the patient noted that a different doctor took the system out and the patient ¿did not know what happened to the healthcare professional (hcp) that put it in.¿ the patient also noted that a third doctor discovered the infection. The patient also stated that they ¿almost died of the infection.¿ the patient controlled the pain by taking hydromorphone and hydrocodone. It was noted that the patient had been taking those medications for ¿years.¿ the patient stated that as of 2014 (B)(6) they were almost (B)(6) and had four back operations. The patient noted that ¿the only thing keeping them going was the medication.¿ the patient noted that they were looking forward to the device because, the trial worked for them and they had heard so many success stories from other people. The patient also noted that they were concerned why they received an ID card in the mail because their device was explanted due to the infection. The patient also noted that were ¿concerned that someone else was wearing their explanted device because, the insurance paid for it and neither [the patient] nor the doctor saw the device after it was explanted.¿ it was reviewed with the caller that an explanted device would not be used on another patient. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3888-45, lot# v194121, implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3888-45, lot# v194121, implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).